Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A 6fr ebu guide catheter engaged the left main (lm) coronary artery. After a non bsc guidewire crossed the lesion, pre-dilation was performed with a 1.5x15mm and 2.5x15mm balloon catheters. A 2.75x32mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion despite multiple attempts and the proximal stent struts were flared up during negotiation. The device was removed from the patient and the procedure was completed with a 2.75x33mm stent. No patient complications were reported and the patient's status was stable.